Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 25, 2025, patient underwent bilateral capsulectomies and bilateral implant replacement with mentor 500cc smooth round moderate plus profile silicone gel implants. The clinical history of the patient indicated pain and lump within right breast. Ultrasound examination confirmed right sided symptomatic rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 29, 2025, indicated that the post operation reveled that the implant was intact. The replacement devices are as follow: l) 3505001bc, sn (B)(6) 3505001bc, sn (B)(6)'. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation revision involving mentor memorygel xtra, 475cc silicone experienced right sided silent rupture post-operation. The issue was diagnosed through ultrasound examination. As a result, patient scheduled for removal surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 26, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 475cc returned device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. According to ultrasound performed on (B)(6) 2025, pc 'anisomastia' & pec 'adverse event' were removed and replaced with pc 'breast pain' & pec 'gel bleed'. Manufacturer¿s reference number: (B)(4)